Event description:
It was reported that balloon rupture occurred. The patient presented with may thurner syndrome. The 57% stenosed, large diameter with some angulation target lesion was located in the non-calcified and mildly tortuous external iliac vein. During a venous stent case, five xxl vascular balloon catheters were used off label for post-dilatation of an implanted venous wallstent. Four of which were 16-4/5.8/75 and one 14-4/5.8/75 xxl balloon catheter. However, the first three 16-4/5.8/75 xxl vascular balloon catheters were ruptured by the distal stent edge before any inflations were performed. Another 16-4/5.8/75 and 14-4/5.8/75 xxl balloon catheters were used and ruptured at 5 atmospheres during the initial inflation. The devices were removed and completed the procedure with a softer wire and another balloon catheter. There were no patient complications reported.